Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed; however, the reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon catheter interacted with the heavily tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a severely stenosed lesion in the left common femoral artery with heavy calcification and heave tortuosity. The 6x60mm armada 18 balloon dilatation catheter (bdc) was advance to the target lesion with resistance due to the anatomy. The balloon was inflated; however a rupture occurred at 8 atmospheres (atm) during the first inflation. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A same size abbott balloon was used to successfully complete the procedure. No additional information was provided.